Manufacturer narrative:
Patient identifier - requested, not provided; age & date of birth - requested, not provided; weight - requested, not provided; (B)(6); expiration date - requested but unknown due to lot number being unknown; UDI - requested but unknown due to lot number being unknown; implanted date: device was not implanted; explanted date: device was not explanted; device manufacture date - requested but unknown due to lot number being unknown. The actual sample was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon the user facility information and the evaluation of retention samples of the same product. Visual inspection of our retention samples was conducted. No irregular findings including catheter damage or scratches, were observed. The review of the manufacture inspection record was traced back for the past 5 years, in which duration is equivalent with explanation of the subject lot with no findings. As a result, no similar event was noted in the record. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: "do not attempt to re-insert a partially or completely withdrawn needle." With no device return, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported a broken catheter. Additional information was received on (B)(6) 2018: it was reported during a phone conversation that the doctor stated the first occurrence was on (B)(6) 2018. Another staff veterinarian, informed the doctor the issue was with a canine, post treatment, when unattended in cage, had chewed through IV access site and removed the catheter. A staff member discovered the catheter hub and catheter were apart, but located within the female canine's cage. There was no risk of injury, as she had not consumed the part, however it was noted that there was very little damage to the catheter.